Event description:
A customer claims that the device measurements are incorrect. His son had a temperature of 40deg c, but the device only measured 36.4 deg c. Additional narrative: the device has been requested from the consumer and will be sent to the manufacturer for investigation and analysis. These devices are designed according to relevant safety standards and passed all compliance tests.